Manufacturer narrative:
The insulin pump is receiving random motor errors during rewind due to corrosion on motor home switch noted. The insulin pump passed displacement and basic occlusion tests. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm while doing "rewind/set reservoir" on the insulin pump. The customer's blood glucose level was 194 mg/dl. The customer was advised that will sent a replacement insulin pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.